Event description:
The product complaint report shows the customer alleged that he had a dmr 2 resuscitation bag that was malfunctioning. It was reported that the mask would not stay on the bag. The rptr's concern was that the mask disengagement resulted in a delay in establishing device function. No other masks were tried. The product has not been returned to the factory and currently the customer has been unable to locate the device. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.